Event description:
Siderail would not stay up.

Manufacturer narrative:
Account called back after initial allegation of siderail not staying up and said they had figured out the problem. It was user error not knowing how to raise the siderail fully to get it to latch.